Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via letter by the food and drug administration that the customer reported that they got hospitalized twice due to low and high blood glucose levels with blood glucose of 24 mg/dl at the time of one of the incidents and 350 mg/dl on another occasion. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported issues with the retainer ring. The customer alleged under and over delivery. The customer added that the pump gave them 100 units of insulin without their knowledge. Troubleshooting was not completed as the customer could not be identified. The insulin pump will not be returned for analysis.